Event description:
It was reported the stent got hung up with a previously placed stent and a dissection occurred. A stenting treatment procedure was being performed in the superficial femoral artery (sfa). The lesion was measured to be 80mm in length. The physician was able to place a 5x80 epic stent with no issues. It was confirmed the 5x80 epic stent was fully deployed. The stent didn't cover the whole lesion, so the physician decided to place a 5x60 epic stent distal to the previously placed stent. During advancement of the 5x60 through the 5x80, the stent became hung up in the proximal end of the first stent and a dissection occurred. The 5x60 was removed and the dissection was treated with the placement of a 5x40 epic stent. The physician was then able to advance a 5x60 epic stent distal to the previously placed stents and deploy. Three stents in total were implanted with 1cm overlapping in each. No patient complications were reported and the patient status was reported to be okay.

Event description:
It was reported the stent got hung up with a previously placed stent and a dissection occurred. A stenting treatment procedure was being performed in the superficial femoral artery (sfa). The lesion was measured to be 80mm in length. The physician was able to place a 5x80 epic stent with no issues. It was confirmed the 5x80 epic stent was fully deployed. The stent didn't cover the whole lesion, so the physician decided to place a 5x60 epic stent distal to the previously placed stent. During advancement of the 5x60 through the 5x80, the stent became hung up in the proximal end of the first stent and a dissection occurred. The 5x60 was removed and the dissection was treated with the placement of a 5x40 epic stent. The physician was then able to advance a 5x60 epic stent distal to the previously placed stents and deploy. Three stents in total were implanted with 1cm overlapping in each. No patient complications were reported and the patient status was reported to be okay. Returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The stent was partially deployed 1.2cm from the distal side of the markerband. There was blood in the device. The thumbwheel was rotated and the stent started to deploy. The handle was pulled back and the stent deployed with no issues. The device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities.